Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were recorded in the device event log. The devices led white has low intensity, pca was burned, iso port, outlet seal was contaminated and there were scratches on the display. The device passed all testing. The device was not repaired due to the customer's request to scrap.